Event description:
It was reported that patient enrolled in a clinical study underwent total hip arthroplasty on (B)(6) 2012 and presented with an infection. Additional information received indicates that a joint washout was performed on (B)(6) 2012 and gentamycin beads were added. The gentamycin beads were removed on (B)(6) 2012. The implants were not reported to have been removed. The patient was seen for a follow up visit on (B)(6) 2012 where it was confirmed the infection had been resolved.

Manufacturer narrative:
This medwatch is being submitted to report patient infection which has been resolved. No biomet components have been removed.